Event description:
It was reported that a patient had a loss of therapeutic effect and starting the day prior to the report her urine was very dark in color and she had been going to the bathroom every half hour. It was noted that the patient brought her stimulation down from 4 to 2 and the patient could feel stimulation and it was not painful but she was feeling it more in the rectal area. The reporter stated that prior to the symptoms the patient had been shoveling snow and she thought she had maybe done more than she should have. It was reported that stimulation was in the wrong location and the patient felt like the stimulation had moved. It was noted that the patient had a call into her general practitioner regarding a possible urinary tract infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted help to "take the thing out of her." The patient did not like it in and wanted her "bladder put back up." The patient still leaked and noted that she was very active. The patient ran, walked, and shoveled snow. The patient wrote that if she waited two minutes, she leaked.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0buyy, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0buyy, implanted: (B)(6) 2013, product type lead. (B)(4).